Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, the echelon circular powered stapler did not fire. It was placed correctly, and the light indicator light was on. When the surgeon pushed the firing trigger nothing happened. They tried to take the battery in and out again, but it still didn¿t work. They had to replace the stapler with a new one but tried the same battery as they used in the first stapler, and the stapler fired correctly. The defect cdh29p was replaced by new cdh29p, but they tried the old battery from the defect stapler, and it worked. The surgery time was extended by 20-minutes. The patient did not suffer any further complications except extended time in narcosis.